Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she believed the insulin pump might have a bolus anomaly. Customer stated that the insulin pump is not calculating the bolus dose correctly and it is giving her too much insulin even when she is eating the same amount of carbohydrates each day. Customer stated that it is hard for her to keep her blood glucose level elevated due to the over delivery of insulin. Customer also stated that sometimes is calculates les insulin than what she needs. Blood glucose value in the morning was 136 mg/dl. The customer took a breakfast bolus and it suggested 3.85 but the customer only delivered 3.80 as she considered it was too much insulin. Customer stated that her blood glucose value dropped 40 points and five and a half hours later the insulin was still working. The customer was advised that the insulin would be replaced if she did not feel safe using it and customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.